Manufacturer narrative:
Eval summary: a mfg non-conformance was observed based on visual inspection which indicated that the fixation peg(s) disassociated from the posterior face of the triathlon cutting block. The product experience reporting database shows this event is related to a trend of similar events where the fixation peg(s) has disassociated from the posterior face of the triathlon cutting block.

Event description:
It was reported: "small pin on back of cutting block, broke off block as it was being extracted from pt's knee. The pin was removed."